Event description:
On (B)(6) 2022, neotract was made aware of a patient who had received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. During the procedure, it was noted that two devices failed to successfully deliver an implant. On (B)(6) 2022, investigation of one returned device found that a portion of the device had been damaged and was not returned with the device. While some material was unaccounted for, it was also unclear if the damage occurred during the procedure or after the sheath was removed from the patient. When the physician was notified, he confirmed that no part of the device was left in the patient and there was no patient harm or injury.